Event description:
When getting pt out of bed, IV pump stated: channel disconnected: please confirm: no channel was disconnected, but in order to use the pump, you must push, confirm and then it shuts the pumps off. Pt had pressors (levophed) running through the pump. Pump failed twice; once and then again 2 hours later. Pulled from service for clinical engineer to review.